Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation as it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft system and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 9 months post initial procedure, a type 3b endoleak from the iliac aneurysm was identified during a routine follow-up on computed tomography (CT) scan. Re-intervention was completed with implant of an ovation ix extender on (B)(6) 2020 and patient was reported as doing well."